Event description:
The patient received a trial scs lead on (B)(6) 2011. It was reported on (B)(6) 2011 that the patient complained of severe pain at the procedure site. The nurse practitioner observed the incision site and reported that the patient presented with palpable swelling of the left flank region. The physician was notified and instructed the patient to watch for signs and symptoms of infection and report to the emergency room if any infection is suspected. The physician stated that he did not feel that the patient had an infection as prophylactic antibiotics were administered prior to the trial procedure. On (B)(6) 2011, the patient went to the emergency room due to wet dressings. It was reported that the scs lead had been totally pulled out. There were no signs or symptoms of infection noted and no additional antibiotics were prescribed. The patient's symptoms have since resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.